Event description:
Pt was revised to address instability (left side). Poly wear and osteolysis were noted.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approx 10 yrs of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.